Event description:
The customer reported that the v60 blower is not running and has logged a blower stalled diagnostic code. The customer contacted product support and advised the customer the recommended repair is to replace the blower. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
B4:26may2021. Per the biomedical engineer the blower was replaced to address the reported issue.